Event description:
Healthcare professional additionally reports "leak at valve, valve delamination." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: a visual analysis of the returned device identified a flat crease, white particles inside the device and delamination in the diaphragm valve. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. Additional, changed, and/or corrected data: b.5, d.1, d.4, d.6a, d.6b, d.9, h.3, h.4, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.